Manufacturer narrative:
A review of the DHR confirmed the finished good devices and attachments met requirements at time of release. No quality issues were noted throughout the incoming inspection of components, manufacturing, in-process or final inspection processes. No samples were returned for review/testing. The actual device was not available for review. Needles can detach during the process if the suture is not placed deep enough within the needle hole during the manufacturing process, if excessive force is applied during the procedure or if the device(s) are grasped on or near the swaged end of the needle, damaging the suture, allowing the suture to break away from the needle component. Without receiving the actual device for review, receiving sterile devices for needle pull testing/review, photos of the actual suture/needle or receiving detailed information regarding the preoperative preparation of the device, tools utilized to grasp the device, procedure performed or the surgeon's technique, a definitive root cause cannot be determined at this time.

Event description:
Whole needle detached from suture; broke off in tissue and had to be located by x-ray. The entire needle was retrieved from patient without further incident or injury. Additional surgery time was required (25 min).